Event description:
It was reported to our quality department that after inserting of the nail and the drilling of the hole for the proximately screw with using the targeting device it was not possible to insert the screw through the holes of the nail. Further it was reported that this causes a delay of 45 mins to complete the surgery.

Manufacturer narrative:
Device will not be returned. No eval will be performed. If the device or additional info becomes available it will be reported on a supplemental report.